Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s freestyle libre 3 plus sensor did not connect to the ilet after sensor insertion because the user failed to pair the sensor to the ilet. Symptoms included no cgm data displayed on the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical harm. User support included customer education and guided troubleshooting by having the customer scan the sensor to activate and then complete the correct pairing process. Investigation of this case revealed user error involving an incorrect or missed pairing step, with device function normal once proper pairing was initiated. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to pair the sensor upon initial insertion.